Event description:
A report was received that the patient underwent a revision due to discomfort at the ipg pocket site. The physician relocated the ipg from waistline to same area but lateral on the right side. The patient is reportedly doing well following the procedure.